Event description:
Additional information received confirmed that the patient had been unable to fully recharge the device and the device would shut off sometimes. The patient had problems with the device since she was hit by a car last year as reported previously. It was reported that a replacement of the implantable neurostimulator was scheduled on (B)(6) 2013. The patient symptoms or complications associated with this event were unknown. Additional information received also reported that the patient¿s outcome following the replacement was unknown. The new device was reported to be fully charged prior to implant.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v476623, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v487953, implanted: (B)(6) 2010, product type lead; (B)(4).

Event description:
Additional information received reported that the device was explanted on (B)(6) 2013. The patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a motor vehicle accident approximately 2 months prior to report the patient had issues with the device. The patient was hit by a car while walking. The patient couldn't charge the implantable neurostimulator (ins) beyond 75% charge with 6 hours and 8 out of 8 coupling bars. It was also reported the ins was turning on and off by itself. An impedance check found impedances were all normal. An x-ray was performed and everything was reported as hooked up. There were no problems with therapy. Additional information received reported it was thought that the device was damaged. The patient was given the option to have it replaced or dealing with it turning on and off occasionally. The patient was doing 'ok.' No scheduled surgical interventions were reported.

Manufacturer narrative:
(B)(4). Analysis of the ins (serial (B)(4)) found no anomaly.